Event description:
It was reported that an emergency medical team (emt) was requested and provided at home for a hypoglycemic event. The reporter said that the patient experienced blood glucose (bg) of 44mg/dl after swimming for one hour. She said that the emt provided glucose gel and the patient's bg responded to target about 2 hours later. The reporter stated that emt was called three other times in the past six weeks due to erratic bg readings; she was unable to provide details. The reporter reviewed the pump history and settings with customer support and indicated that the settings were correct, the delivery history was accurate, and no alarms had occurred. She was unable to explain several 0.00 unit bolus amounts in the history. The reporter did not say if adjustments were made for exercise but did state that no changes in diet, activity, or medications were made recently. Although there was no evidence of a product malfunction or defect, the complaint is being reported due to the following conclusion: the reporter stated that the patient's physician told them that the pump was not delivering insulin correctly.

Manufacturer narrative:
The pump was returned to animas on (B)(4) 2011 for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Investigation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions that would indicate a pump malfunction noted in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The ez bolus program was found to be calculating correctly.